Event description:
As the nurse was gently removing the jackson-pratt drain from the surgical neck site, the tubing of the drain broke and a portion was retained in the surgical site of the pt. The pt required surgery for the removal of the broken tubing.